Event description:
Caller reported a cgm error 42 related to the g7 sensor and received assistance from cts to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Following the pump reset, the error did not reappear, and the caller successfully started their sensor session.